Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is using infusion set longer than recommended. Clinical support informed customer that using infusion set longer than recommended is off label per the tandem user guide. A system check was performed by tandem technical support and the occlusion was found to be within the tubing. A tubing change was performed resolving the occlusion. Customer¿s blood glucose level was 132 mg/dl.